Event description:
It was reported that insulin gauge on pump displayed amount different than expected and showed static fill estimate value while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that this could occur due to large variance in pressures used to calculate remaining insulin and that fill estimate would resume counting down once actual insulin amount matched displayed value, and customer understood and acknowledged this explanation.